Event description:
The customer contact reported the patient received less medication than intended. At 0200, the device was programmed to deliver an unspecified concentration of total parenteral nutrition (tpn), at a rate of 60 ml/hr, and the delivery was started. At 02000, it was reported the delivery was expected to be complete, however only 551 ml had been delivered. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.